Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said that the issue and why patient said the device was not working was because she has a big knot where they tied it off. The consumer then indicated that the patient had seen a healthcare provider sometime around (B)(6) 2020 and they checked the device and told the patient that it was completely dead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that it doesn't help and has been for a while, can't remember how long. Patient said that she fell maybe about seven months ago and wondering if anything could have happened to the wire. Patient said that she had back surgery prior to implant and ever since the implant her back has hurt worse. Patient further stated that they saw a poor communication and that they device does not work. Patient was not able to troubleshooting by herself without the antenna and was advise to follow up with their urologist to get the device checked. No further complications noted or anticipated.